Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called and stated that when he put the brush head on his toothbrush it was loose. No injury was reported.